Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 523 mg/dl at the time of incident. The customer's blood glucose was around 600 mg/dl at the time of hospitalization. The customer's blood glucose was 523 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer mentioned that they had no delivery alarm. The customer was able to complete troubleshooting for no delivery alarm at the time of call. The insulin pump will not be returned for analysis.